Event description:
It was reported that the bd integra¿ syringe leaked at the connection site during use, requiring a second shot of vaccine medication. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "there has been noted leakage at the connection of the needle and syringe, as of today (october 25th) more than a dozen have been leaking at the connection site." "Because of the incidents the vaccine was under dosed requiring another shot."

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number provided is not a bd batch # recognized in the system.

Manufacturer narrative:
The reported lot # 73349676 was not found for the reported catalog # 305283. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd integra¿ syringe leaked at the connection site during use, requiring a second shot of vaccine medication. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "there has been noted leakage at the connection of the needle and syringe, as of today (october 25th) more than a dozen have been leaking at the connection site." "Because of the incidents the vaccine was under dosed requiring another shot."